Manufacturer narrative:
The tsh reagent lot number and expiration date were not provided. The field service engineer (fse) found the sample/reagent probe was hitting the tube wall and adjusted it. After the service visit, the customer had no further issues. The service actions resolved the issue.

Event description:
The initial reporter questioned low results for 3 patient samples tested for elecsys tsh (tsh) on a cobas e 411 analyzer (rack system). An example of discrepant results was provided for 1 patient sample. The specific results were not provided. The initial result was < 0.005 uiu/ml. The repeat result was 3.6 uiu/ml.